Event description:
On (B)(6) 2011, pt reported the up button on the infusion device is defective. This was first noticed 4 months ago, and the button does pop up after it is pressed and released. Pt has used this infusion device for more than 2 years and boluses 6 times per day. Pt had already switched to her backup infusion device. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.